Manufacturer narrative:
The zealand pharma ae assessor states that there is no patient information or contact information provided in this complaint so further investigation is not possible at this time. The pharmacist called customer care to report the patient death. No other information was provided as a reason for the call or the cause of the death.

Event description:
Pharmacist from (B)(6) pharmacy called and stated that the patient is now deceased but does believe patient was still using v-go. Pharmacist did not want to provide the patient's information. No additional information was provided.